Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the visera elite iii video system center exhibited communication error e226, and the image was black for a short period of time. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: [3.4 connection to the ac mains power supply] ¿do not connect the power plug to the 2-pole power circuit. Do not use a 3-pole to 2-pole adapter. It can prevent proper grounding and cause an electric shock. ¿do not extend a single healthcare facility grade wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and video system center. Otherwise, malfunction of the equipment may result. [6.1 precautions for operation] ¿use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Additionally, [10.2 troubleshooting guide] describes that [noise appears in the image when a device that generate strong electromagnetic waves or high frequencies is in the vicinity]. And [use this instrument and monitor away from the device which generate strong electromagnetic waves or high frequencies] was described to measure the phenomenon. Therefore, the defect may be prevented from the defect by installing the high frequency device away from processor.] Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the reporter, based on inspection by in-house service. During inspection of the subject device the reported issue was not reproduced, it was noted that dent was found in the tube and no defect was found on the cable. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated by in-house service. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.